Manufacturer narrative:
Unit received with operating currents within specs and passed self test and displacement test. The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. Power loss, low battery and replace battery now alarms confirmed in the long trace history file due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with missing serial number label. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a damage and low battery on the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that there was a scratch on the screen and was also consuming more battery. He insulin pump will be returned for analysis.